Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the (B)(6) alleging a power button issue with the one touch verio iq meter. It was noted that the power button would not turn on when pressed. The patient reportedly experienced hypoglycemia; however, the patient clarified her symptom that it was due to her poor diabetes management that day and was not a result of the alleged meter issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed a power button issue with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient confirmed her symptom was not a result of the alleged issue and the patient did not report any treatment or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.